Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before surgery, an ophthalmic laser probe had difficulty to be put into port. The procedure was completed after replacing the product with another one. There was no patient contact.

Manufacturer narrative:
Corrected information provided in sections d.4, h.4. Additional information was provided in sections d.9, h.3 h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. A laser probe (lp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The lp was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was connected to a calibrated system, and was successfully recognized. A fit check was performed with a trocar and had resistance during insertion. A visual assessment under a microscope was performed and revealed a foreign material adhered to the cannula. How or when the foreign material was introduced could not be determined conclusively. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).